Event description:
Victim appearedd to be confined between bed and rail. Victim also suffered heart disease and dementing illness and debility. Only upon reissuance of death certificate did user become aware of potential need to report. While actural date of death was apparent, it was only upon "charge" of cause of death by county coroner on 2/14/2000 that triggered any requirement for reporting. Home does not agree with the conclusion reached by the coroner and did not initially recognize its need to file.